Event description:
It was reported that after a "rotablation" procedure, exit block was noted on the left ventricular lead, and oversensing was noted on the right ventricular lead. The device was optimized and the leads remain in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No oversensing noted; ventricular short interval count (sic) is 0.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364trg implantable cardioverter defibrillator, (B)(6) 2011; 4076 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.